Event description:
It was reported that the screw was ran through the hole. During the insertion of the screws to the plate with the guiding block a screw ran through the hole. The doctor used a torque driver, so we do not think the root cause is overload and aberrance of angle. We could not get the plate and screw, but we returned the torque driver to you. No further information was provided. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.